Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilation volume was measured lower than usual during testing. The device's flow sensor was replaced to address the issue. Additionally, the final test usb verification failed during test. This failure does not affect the device's ability to provide therapy. The usb extension cable was replaced to address the issue, but it was not related to the reported malfunction/issue. A trilogy evo machine flow sensor was returned to the philips product investigation lab (pil) for evaluation. Pil was unable to confirm the complaint of the machine flow sensor. Visual inspection found no defects. Pil ran sensor in a device and no unexpected errors were generated. Pil performed post testing and all tests passed.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilation volume was measured lower than usual during testing. The device's flow sensor was replaced to address the issue. Additionally, the final test usb verification failed during test. This failure does not affect the device's ability to provide therapy. The usb extension cable was replaced to address the issue, but it was not related to the reported malfunction/issue.